Event description:
The contact stated that, she tested the customer's blood glucose and received a reading of 117 mg/dl. She stated that, he was not acting right and was not feeling well, so she took him to the hosp. When they tested his glucose at the hosp, they received a reading of 31 mg/dl. No other info was provided about the event. The meter and test strips are to be returned for eval, and replace products will be sent.